Event description:
Information received by medtronic indicated that the inpen had dose log inaccuracy. Customer stated that the intended dose amount and dose amount recorded in the inpen app was greater than 1.0 unit. No harm requiring medical intervention was reported. Troubleshoot was performed. The inpen will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer reports: customer reports inpen app is not recording the exact doses dialed on the inpen. Patient also received warning battery life under 3 months. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Inpen paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. Inpen received with leadscrew 1/4 of the travel. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No battery warning on mobile app noted during testing. Inpen functioning properly. In conclusion: encoder inconsistencies during investigation can be tied back to too-fast dosing during testing. Slower dosing during testing showed consistently accurate results. Inpen did not produce any false dose logs during investigation. The patient complaint of dose log inaccuracies and unexpected battery warning could not be confirmed. Received expired battery notifications (warning- battery life under 3 months) inpen registered sn: 8231da, app active b1173 - batch number >patient already deleted all registered inpen and this one is the remaining active showing on the app >patient just purchased a new inpen in july 2022 and should not give her a warning that it will expire in 3 months >upon checking the account, there is one inpen that will expire in nov.3, 2022 but patient insisted that what she paired was the new purchased inpen in july 2022 >tried contacting sales team but cant get a hold of some from the inpen sales team > she will be I a meeting in 5mins and will call back after to troubleshooting not administering the correct amount of insulin 3 units but administering 2.5 d00360632: expired battery notification/warning explain possible causes. T/s exit reason: customer declined/unable to troubleshooting is inpen replacement needed?: no d00360632: dose log inaccuracy customer reports inpen app is not recording the exact doses dialed on the inpen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer reports: customer reports device app is not recording the exact doses dialed on the device. Patient also received warning battery life under 3 months. Per visual inspection: no physical damage to cap, cartridge holder or device was noted. Device paired successfully to commercial app. My device menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. Device received with leadscrew 1/4 of the travel. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No battery warning on mobile app noted during testing. Device functioning properly. In conclusion: encoder inconsistencies during investigation can be tied back to too-fast dosing during testing. Slower dosing during testing showed consistently accurate results. Device did not produce any false dose logs during investigation. The patient complaint of dose log inaccuracies and unexpected battery warning could not be confirmed. Received expired battery notifications (warning- battery life under 3 months) device registered sn: 8231da, app active b1173 - batch number >px already deleted all registered device and this one is the remaining active showing on the app >px just purchased a new device in july 2022 and should not give her a warning that it will expire in 3 mos >upon checking the a count, there's one device that will expire in november 3, 2022 but px insisted that what she paired was the new purchased device in july 2022 >tried contacting sales team but cant get a hold of some from the device sales team > she will be I a meeting in 5mins and will call ba ck after to t/s not administering the correct amount of insulin 3 units but administering 2.5 d00360632: expired battery notification/warning explain possible causes. T/s exit reason: customer declined/unable to t/s is device replacement needed?: no d00360632: dose log inaccuracy customer reports device app is not recording the exact doses dialed on the device . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.